Event description:
It was reported that during intra-aortic balloon (iab) therapy the inner lumen had ruptured. The rupture was contained within the balloon. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The sheath was returned over the membrane by a taper only. The catheter was cut approximately 47cm from the iab tip and the remaining portion was not returned for evaluation. A visual examination of the product detected two inner lumen breaks. One within the membrane was completely separated within a kink approximately 24.9cm from iab tip. The second one was found in the catheter tubing approximately 35.5cm from the iab tip. An underwater leak test of the balloon and returned portion of the catheter tubing was performed and two leaks were confirmed at the two inner lumen separation sites. The condition of the iab as received indicated two breaks in the inner lumen. It is difficult to determine when the breaks occurred but it is possibly a result of patient movement during the procedure. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported leak. The evaluation confirmed the reported event. The DHR and lhr review is not able to be performed since the product info was not provided. Reference complaint #(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the inner lumen had ruptured. The rupture was contained within the balloon. There was no reported injury to the patient.